Manufacturer narrative:
Product event (B)(4): investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna ¿ adenoid tip product number: ps300-002 lot number: 0209230276 expiration date: 2018-02-11 quantity returned: 1 testing performed: device packaging inspection: plasmablade¿ tna device with adenoid tip received inside a padded (B)(4) mailer envelope with no packaging to fill the negative space and within a single clear plastic bag. Plastic tray and tyvek® lid returned; the device information was confirmed against the information listed within gch. No paperwork was provided. Device visual inspection: device is used with blood on handle, inside the suction shaft, finger grip and inside the suction tubing connector, figure # 1 and figure # 2. Excessive eschar and coagulum build-up on the adenoid tip housing, inside the housing and on the electrode wire, figure # 3 and figure # 4. There are no visual signs that relate to the reported complaint description. -both cut and coag buttons have a definitive tactile feel. Functional inspection: -the adenoid tip was attached by the finger grip to the plasmablade¿ tna suction shaft handle until the white indicator line was no longer visible. The connection was secure and tight and was only able to be removed from the device suction shaft by grasping the finger grip and pulling the adenoid tip straight off. -the adenoid tip was soaked in water and a cleaning brush was used to remove the eschar and coagulum build-up to observe the damage to the adenoid tip housing and the electrode wire. Additionally it was determined that the adenoid tip was melted on the corners of the housing however; the electrode wire is intact and remains attached to the housing, figure # 5 and figure # 6. The force to insert and remove the adenoid tip from the device suction shaft was investigated utilizing a secured force gauge and a tna pull force fixture, figure # 7 and figure # 8, to determine if the device is within the product specification requirements. The force to insert and remove the adenoid tip from the suction shaft must be between 2.0 lbs. And 12.0 lbs. Per the product specifications and quality plan. -inserted the adenoid tip on to the device suction shaft down the white line marking on the shaft indicating that the tip was inserted properly as the markings are present on the suction shaft to indicate the insertion depth for the removable adenoid and tonsil tips. -with the device secured in to the test fixture, the adenoid tip was manually inserted into the suction shaft and peak force (lbs.) Was recorded. The force tester was reset (zeroed) and the adenoid tip was manually removed from the suction shaft and the peak force (lbs.) Was recorded. The device was measured for ten cycles of inserting and removing the adenoid tip from the device suction shaft, table # 1, producing acceptable results. -the device met the product specification requirements as evidenced by the acceptable results, ten cycles of inserting and removing the adenoid tip from the suction shaft. Lhr review: a review of the lhr for lot # 0209230276 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The adenoid tip was attached to the device suction shaft using the finger grip and a secure connection was established. The force to insert and remove the adenoid tip from the suction shaft met the product specification requirements producing acceptable results. No failures were found as the connection was tight and secure. The adenoid tip was detached from the handle by grasping the finger grip and pulling the tip straight off the tna handle as per the IFU recommendations. The complaint will be tracked and trended within gch. Additionally it was discovered during complaint investigation the adenoid tip was melted on the corners of the housing however; the electrode wire is intact and remains attached to the housing. This complaint has been seen in the past and been addressed through a situation analysis (B)(4) is currently open as well to address this issue. It is plausible to suggest a likely cause of the failure is user error such that the adenoid tip was not attached to the device suction handle securely, likely not down to the white indicator line, during surgical use which resulted in the adenoid tip detaching from the suction shaft handle. Once the adenoid tip has been detached from the suction shaft, during activation, the end of the suction shaft will then be free to connect rf energy and could cause a burn at that location. The IFU lists applicable warnings and precautions for use of the plasmablade¿ tna product family line and apply as listed below. Lbl-00125 rev. C ¿ peak plasmablade¿ tna - IFU ¿ instructions for use warnings: proper suction connection is important to prevent a buildup of flammable or oxidizing gases no at the surgical site. During use, mo nitor the device for inadequate suction performance, which might be apparent by excessive / visible smoke or burnt odor. Use the cleaning brush provided to remove excess eschar build up and maintain a clear channel for suction. -activation of the peak plasmablade outside the field of view could cause patient injury. -activation of the handpiece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -inadvertent patient contact may result in burns. When not in use, place the device in a dry and nonconductive area away from the patient. -ensure that only the active tip of the device is in contact with the patient during use. -ensure that the tip is fully seated into the suction shaft as any gaps may cause unintended tissue damage, and injury could occur. -excessive bending may compromise performance and cause device failure, resulting in patient or user injury. Precautions: -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. Take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. -use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Using the adenoid tip: connect the tip by holding the finger grip and pushing the tip straight into the suction shaft until the proximal end of the finger grip is aligned with the white line on the shaft. Ensure that the tip is fully seated and the finger grip overlaps the end of the suction shaft. If the tip is not fully seated unintended tissue damage and/or injury may occur. The adenoid tip can be rotated in any direction. Use finger force to bend the tip to a maximum of 60° from the suction shaft. Bend the tip only in the direction perpendicular to the suction opening. Excessive bending may compromise performance and cause device failure resulting in patient or user injury. The adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. To remove the adenoid tip, grasp the finger grip and pull the tip straight off. (B)(4).

Event description:
During use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient's facial skin near the lip causing 1 cm burn. The burn was treated with neosporin, no additional treatment necessary. During investigation for the returned tna device, an additional failure was found, where the housing of the device tip melted on the corners. Biomed later tested the generator before returned for investigation with a 4.0 device, and reports that the generator exhibited high output for coag settings 1-5. Biomed reported this additional information to mae on 6/9/2015.

Event description:
During use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient¿s facial skin near the lip causing 1 cm burn. The burn was treated with neosporin, no additional treatment necessary. During investigation for the returned tna device, an additional failure was found, where the housing of the device tip melted on the corners. Biomed later tested the generator before returned for investigation with a 4.0 device, and reports that the generator exhibited high output for coag settings 1-5. Biomed reported this additional information to mae on 6/9/2015.

Manufacturer narrative:
(B)(4). Brief description of complaint: during use, the device tip (tna) became loose and detached from the shaft, allowing the tip to make contact with the patient¿s facial skin near the lip causing a 1 cm burn. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna ¿ adenoid tip product number: ps300-002 lot number: 0209230276 expiration date: 2018-02-11 quantity returned: 1 testing performed: device packaging inspection: -plasmablade¿ tna device with adenoid tip received inside a padded fedex mailer envelope with no packaging to fill the negative space and within a single clear plastic bag. -plastic tray and tyvek® lid returned; the device information was confirmed against the information listed within gch. -no paperwork was provided. Device visual inspection: -device is used with blood on handle, inside the suction shaft, finger grip and inside the suction tubing connector, figure # 1 and figure # 2. -excessive eschar and coagulum build-up on the adenoid tip housing, inside the housing and on the electrode wire, figure # 3 and figure # 4. -there are no visual signs that relate to the reported complaint description. -both cut and coag buttons have a definitive tactile feel. Functional inspection: -the adenoid tip was attached by the finger grip to the plasmablade¿ tna suction shaft handle until the white indicator line was no longer visible. The connection was secure and tight and was only able to be removed from the device suction shaft by grasping the finger grip and pulling the adenoid tip straight off. -the adenoid tip was soaked in water and a cleaning brush was used to remove the eschar and coagulum build-up to observe the damage to the adenoid tip housing and the electrode wire. -additionally it was determined that the adenoid tip was melted on the corners of the housing however; the electrode wire is intact and remains attached to the housing, figure # 5 and figure # 6. -the force to insert and remove the adenoid tip from the device suction shaft was investigated utilizing a secured force gauge and a tna pull force fixture, figure # 7 and figure # 8, to determine if the device is within the product specification requirements. The force to insert and remove the adenoid tip from the suction shaft must be between 2.0 lbs. And 12.0 lbs. Per the product specifications and quality plan. -inserted the adenoid tip on to the device suction shaft down the white line marking on the shaft indicating that the tip was inserted properly as the markings are present on the suction shaft to indicate the insertion depth for the removable adenoid and tonsil tips. -with the device secured in to the test fixture, the adenoid tip was manually inserted into the suction shaft and peak force (lbs.) Was recorded. The force tester was reset (zeroed) and the adenoid tip was manually removed from the suction shaft and the peak force (lbs.) Was recorded. The device was measured for ten cycles of inserting and removing the adenoid tip from the device suction shaft, table # 1, producing acceptable results. -the device met the product specification requirements as evidenced by the acceptable results, ten cycles of inserting and removing the adenoid tip from the suction shaft. Lhr review: a review of the lhr for lot # 0209230276 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained in gch was not duplicated in the laboratory environment. The adenoid tip was attached to the device suction shaft using the finger grip and a secure connection was established. The force to insert and remove the adenoid tip from the suction shaft met the product specification requirements producing acceptable results. No failures were found as the connection was tight and secure. The adenoid tip was detached from the handle by grasping the finger grip and pulling the tip straight off the tna handle as per the IFU recommendations. The complaint will be tracked and trended within gch. Additionally it was discovered during complaint investigation the adenoid tip was melted on the corners of the housing however; the electrode wire is intact and remains attached to the housing. This complaint has been seen in the past and been addressed through a situation analysis (B)(4) and CAPA - (B)(4) is currently open as well to address this issue. It is plausible to suggest a likely cause of the failure is user error such that the adenoid tip was not attached to the device suction handle securely, likely not down to the white indicator line, during surgical use which resulted in the adenoid tip detaching from the suction shaft handle. Once the adenoid tip has been detached from the suction shaft, during activation, the end of the suction shaft will then be free to connect rf energy and could cause a burn at that location. The IFU lists applicable warnings and precautions for use of the plasmablade¿ tna product family line and apply as listed below. Lbl-00125 rev. C ¿ peak plasmablade¿ tna - IFU ¿ instructions for use warnings: -proper suction connection is important to prevent a buildup of flammable or oxidizing gases no at the surgical site. During use, mo nitor the device for inadequate suction performance, which might be apparent by excessive / visible smoke or burnt odor. Use the cleaning brush provided to remove excess eschar build up and maintain a clear channel for suction. -activation of the peak plasmablade outside the field of view could cause patient injury. -activation of the handpiece simultaneously while aspirating fluid may alter the path of electrical energy away from target tissue. -inadvertent patient contact may result in burns. When not in use, place the device in a dry and nonconductive area away from the patient. -ensure that only the active tip of the device is in contact with the patient during use. -ensure that the tip is fully seated into the suction shaft as any gaps may cause unintended tissue damage, and injury could occur. -excessive bending may compromise performance and cause device failure, resulting in patient or user injury. Precautions: -take care when handling the electrode tip to prevent possible damage to the tip and to prevent user injury. -take care when cleaning around the adenoid wire electrode, as excessive force may cause damage or breakage. -use the lowest power setting and the shortest activation time possible to achieve the desired end effect. -unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Using the adenoid tip: -connect the tip by holding the finger grip and pushing the tip straight into the suction shaft until the proximal end of the finger grip is aligned with the white line on the shaft. -ensure that the tip is fully seated and the finger grip overlaps the end of the suction shaft. If the tip is not fully seated unintended tissue damage and/or injury may occur. -the adenoid tip can be rotated in any direction. Use finger force to bend the tip to a maximum of 60° from the suction shaft. Bend the tip only in the direction perpendicular to the suction opening. Excessive bending may compromise performance and cause device failure resulting in patient or user injury. -the adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. -to remove the adenoid tip, grasp the finger grip and pull the tip straight off. Reference documents: 42-10-1020 rev. E ¿ work instructions for complaint investigations ¿ disposable devices 31-10-1370 rev. F ¿ product specification and quality plan ¿ tna product family lbl-00125 rev. C ¿ peak plasmablade¿ tna ¿ IFU 70-10-1429 rev. B ¿ pulsar® ii generator operator¿s manual 61-10-0017 rev. H ¿ device button tactile test procedure 13-90-0014 rev. D ¿ situation analysis for plasmablade¿ adenoid tip electrode detachment. Test equipment: eqp#: 33 shimpo force gauge eqp#: 6969 tna pull force fixture. (B)(4).